Event description:
Patient was transitioned to comfort measure (cmo, withdrawal of life sustaining measures, preparation for death) with a fentanyl drip infusing. As we attempted to wean off the propofol for extubating, we were giving fentanyl boluses from bag per the pathway. It was noted that the pump said infusing and that the boluses were being given. However, the volume was not being given/the patient wasn't receiving the medication, causing discomfort and agitation. The pump, medication and tubing were all changed, and the medication began to work again. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) meeting weekly to every-other-week to review new events where pumps failed to infuse critical medications.